Event description:
During a revascularization of the target lesion (l.sfa) an in.pact admiral deb device was used. Approximately 21 months post revascularization, the patient suffered from restenosis of left sfa. Restenosis was treated by a revascularization. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.